Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings and investigation conclusions), h10, h11. Corrected fields: e3. Additional contact information: .(B)(4). A getinge field service engineer (fse) visited on-site and verified unit had no failure codes during time of failure (4/11). Fse was able to successfully power up and power down unit multiple times. Left unit running for a couple hours and no failures occurred. Unit returned to customer after unsuccessfully being able to replicate said failure and unit passed functional check.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during initial start up, the cardiosave intra-aortic balloon pump (iabp) unit has trouble turning on. There was no patient involved.

Manufacturer narrative:
Updated data: b4, e1 (email), g3, g6, h2, h10.

Event description:
N/a.